Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was rear ended in a motor vehicle accident and since then the area around the implant had been painful and didn¿t seem like it was working anymore. The patient noted she was having accidents and couldn't control her bladder. The patient stated her husband had tried increasing it, but it seemed to hurt. The patient noted the symptoms were sudden in onset and began about a week and a half ago from the call on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the device doesn't work and the patient inquired what number the device should be set on. The patient reported that the healthcare professional (hcp) who implanted device does not tell them much and referred the patient to call the manufacturer. The patient never really increased much because he did not know how much to increase to. Also, the patient mentioned that the device hasn't been working really good for her; the patient will be sitting on the couch and just can't make it to the bathroom. According to the patient, it's sore and hurts where device is located. When the patient first got the implant, it helped a lot except when she drank alcohol, other than that it's done alright. It was noted that the device has been working for the first 2 or 3 years. The patient also indicated that a motor vehicle accident was related to the issues. The patient had a car accident about 3 weeks ago and the issues started after car accident. The patient increased the stimulation a little bit; from 2.7v to 3.0v and felt comfortable stimulation/tingling. The patient is scheduled to see their hcp on wednesday to check out the device and the hcp will go in surgically to look at the device. After the accident, the device has been bothering the patient and that's the reason the hcp is going in to check the device. There were no further complications or anticipations reported with this event.